Event description:
A loss of therapeutic effect was reported as the pt was experiencing more pain and stiffness. On (B)(6)-2010, a CT scan without contrast results, revealed mild degenerative changes. A surgical revision was conducted on (B)(6)-2010 in which the catheter was spliced. On (B)(6)-2010, cerebral spinal fluid was leaking from the pt's wound/lumbar site. The wound revision/intervention date was (B)(6)-2010. The pt's outcome was noted as resolved without sequelae on (B)(6)-2010. The following drugs were administered by the pump: compounded baclofen (3000 mcg/ml, 1839.9999 mcg/day), hydromorphone ( 7.5 mg/ml, bupivicaine 15 mg/ml).

Manufacturer narrative:
(B)(4)